Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had high blood glucose level of 443 mg/dl. Customer experienced blood glucose levels of 166 and 104 mg/dl. Customer declined troubleshooting for high blood glucose level. Insulin pump passed self test. The insulin pump will not be returned for analysis.